Manufacturer narrative:
Date of report received: 03 jun 2019. MFR received date: 29 apr 2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit failed at 0, displaying -1.2. The fse advised the customer to replace the data acquisition board. The customer reported replacing the data acquisition board and the issue was resolved. The unit was return to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 30 aug 2019. Date of report received: 30 aug 2019. The data acquisition (da) printed circuit board assembly (pcba) was returned to the manufacturer for failure analysis. The da pcba revealed no signs of damage or contamination. During testing, it was determined that the u6 component was out of specification and generated the pressure accuracy failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05/15/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit failed pressure accuracy testing. There was no patient involvement. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The unit failed at 0, displaying -1.2. The fse advised the customer to replace the data acquisition board. Event date not specified, estimate used.